Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only: syringe of sterile water for balloon inflation. Contains of presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Single use only. Do not reuse. Do not resterilize. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution, consult accompanying documents. Consult instructions for use. Store catheters at room temperature away from direct exposure to light, preferably in the original box. Keep away from sunlight. Do not use if package is damaged."

Event description:
It was reported that the catheter was expelled by the patient. Nurse inspected catheter and noticed that there was a split in the catheter balloon. A new catheter was inserted, and prophylactic antibiotic was offered as part of protocol. However, the patient declined.